Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient stated, "having trouble with constant swelling and fluid on knee took samples and they say nothing is wrong. In most cases it is just as painful as before replacement. Still trying to find problem knee has been drained 5 times"